Manufacturer narrative:
Investigation results and code corrections:since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information.

Event description:
Our inw hospitals have experienced off and on issues with the bd insyte IV catheters, are not retracting the needle as expected and causing sharps safety issues for both patients and staff. Date of event ¿ 1/28/26. Additional description of each issue observed - 18 gauge needles not retracting when button is pushed-took 3 times before retracted give us the newer, better IV's back. Manufacture needs to provide better equipment that retracts when its supposed to. Whether any patient or staff adverse events occurred ¿ no patient harm.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5120110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided; therefore, il was used as the state.